Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the home patient (hp) to end therapy and remove the cassette. The tsr advised the hp to contact the peritoneal dialysis registered nurse (pdrn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The lot number was unknown. The set was visually inspected with no issues noted. A clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. The set was tested underwater at 8 psi with no leak noted. A clear passage test was performed with no blockages noted. The problem was not confirmed.